Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female patient to report that the patient's charger/modem was coming up with the lifevest logo and not moving past this screen. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up past splash screen) was confirmed. Upon evaluation, the monitor was found to have defective ram chips (u100 and u101) and flash memory chips (u102 and u105). (B)(4). The failure appears to be intermittent. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.